Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and gpos single board computer, and reloaded system software. No patient injury was reported.

Event description:
The customer reported the workstation would not boot up. No patient injury was reported.